Event description:
Doctor was performing a diagnostic laparoscopy for a probable appendicitis. Doctor proceeded with the laparoscopic appendectomy. The ussc endo gia was being used and it malfunctioned. It would not release the bowel. The patient had to be opened surgically to get the device dismantled and removed. The length of surgery was prolonged due to the complication.